Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Lastly, g3 of the initial medwatch should be corrected to 29 jan, 2024, and not 23 jan, 2024 as originally reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image was not displayed and solid pink color image was displayed due to a printed circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the printed circuit board failure causing a solid pink color image (subject not visible) and due to defective printed circuit board. Additionally, the inside harness had a poor appearance, the cable was found deformed and needed replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the video system center exhibited a solid pink color image is coming (subject not visible) due to defective printed circuit board. There were no reports of patient involvement.